Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating when the customer was initially setting up but experienced an error at boot up. The customer reports there were vertical lines on the display the first time the tempus pro monitor was powered on. The customer hasn't been able to replicate fault after turning it on and off again multiple times. There was no harm nor impact reported at this time.